Event description:
The user facility reported water was leaking from the bottom of their reliance vision single chamber washer. The water was reported to have leaked into the operators' working area. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found multiple leaks originating from a flexible hose and ball valve located underneath the washer. The technician replaced the hose and ball valve, performed a test cycle and confirmed the unit was operating to specification.the washer was installed in december 2013 and is under steris warranty. No further issues have been reported.